Manufacturer narrative:
The extracted lv lead will be returned for laboratory analysis. Once the product is received and analysis completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, the physician wanted to use a soft stylet to have better access/control of the electrode tip. The stylet (used in acuity steerable leads), was cut as the round tip would not pass through the lumen of this lv lead. The stylet was inserted and reached to the helix portion of the lv lead. It was used during the procedure along with two guidewires. Several attempts were made to position the lv lead, but they were not successful as the pacing threshold measurements were above 4 volts. The physician decided to reposition the lv lead. When one of the guidewires(acuity whisper eds) was inserted into the lv lead lumen, resistance was encountered. The lead was extracted and was flushed;no thrombus was observed. The stylet was inserted again but the resistance was still felt. As the physician was concerned about the lead's functionality, it was not implanted. A new lv lead of the same model was able to be successfully implanted in this patient using the modified stylet without any issues. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried blood/body fluid in the lumen and electrode tip area. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A new stylet was able to be inserted into the lumen without issue. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.